Event description:
It has been reported to us that a perforation of the ostial left arterial descending artery was noticed during the procedure resulting in a surgical intervention. The patient had a complete blockage of the left anterior descending artery. The physician inserted an aspiration catheter into the patient and aspirated the vessel. The physician inserted the stent delivery catheter and placed the stent in the patient's vessel. The physician felt significant resistance during manipulation of the catheters post aspiration. The physician could not retrieve or advance the aspiration catheter. The physician noticed a perforation of the ostial left arterial descending artery resulting in major bleeding in the pericardium. At some point during the procedure the (non-medtronic) guide wire separated and the decision was made to send the patient for a surgical procedure. The patient is reported to be well post surgical procedure. An attempt to obtain additional information about the case is still in process. The actual product will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded. Not returned for evaluation.